Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. It was indicated that this rv lead was previously repaired, redundant, and displayed noise on analyzer when manipulated. This rv lead was abandoned surgically. No additional adverse patient effects were reported.